Event description:
It was reported that during a ptca/stent procedure, a stent was used after incorrect preparation. The stent delivery system (sds) was prepped by pulling negative twice, and a stream of air bubbles was observed in the syringe both times. It was reported that the syringe was believed to be defective, and the sds was advanced to the lesion without further preparation. An attempt was made to deploy the stent, but the inflation pressure could not be maintained, and a segment of the stent was not completely expanded. The physician then withdrew the sds, encountering resistance between the stent and the sds. During withdrawal of the sds, the guide wire moved proximal to the lesion, and vessel access was lost. The lesion could not be recrossed, the pt was sent for CABG. Pt was reported to be doing well after completion of CABG.